Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 2872, adaptor, (B)(6) 2011; 4196, implantable pacing lead, (B)(6) 2011; (B)(4), implantable cardioverter defibrillator (ICD), (B)(6) 2010; 6949, implantable tachy lead, (B)(6) 2006.

Event description:
It was reported that the device had early battery depletion due to the high thresholds on the left ventricular leads. The device and leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.